Event description:
(B)(4) received the product(s) and during incoming/labeling operation found the following defect. Details of the defect is damaged tyvek.

Manufacturer narrative:
(B)(4) - undetermined cause the complaint indicated damaged tyvek. One sales unit with three individual sealed packages returned for analysis. The packages were visually inspected and it was confirmed on one package that there is a hole in the tyvek lid over the knob fin. Package number two had indentation over the knob, but no hole. Package three had no damage. The sales unit carton was found to have crush/compression damage that may have contributed to the hole in the package. The product in this complaint was packaged on (B)(4) 2014, prior to the implementation of the protective retainer. The retainer was implemented in mod codes 06el5ml and 07el5ml. The cause of the damage is undetermined. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.